Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an intermittent antenna icon occurred. Patient alleged malfunction against the new sensor he had installed since the issue only began after insertion of that sensor. No additional patient or event information is available.